Manufacturer narrative:
As reported, a 6f7/f mynxgrip vascular closure device (vcd) did not fully advance down and did not deploy properly. There was no reported patient injury. The deployer was trained with the device. The device was used in a diagnostic peripheral procedure. A retrograde approach was used in the procedure. The device was stored and handled as per the instruction for use (IFU). Initially, the device was prepped and inserted into a 6f 11cm non-cordis sheath. The non-cordis sheath was not kinked nor bent. The vessel diameter was 5mm. The vessel type was the femoral artery. The angle of access was between 30 and 45 degrees. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. During prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was no force applied while shuttling down/retracting. A pre-procedure femoral angiogram was completed. The patient was not morbidly obese. The patient hospitalization was not extended. The patient recovered. A new 6f mynx device was used with no issue and hemostasis was achieved. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the returned device showed that the shuttle cartridge was disengaged from the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath involved in the event was not returned for investigation. A kink in procedural sheath may obstructed the device path during insertion. Per microscopic analysis, the catheter¿s distal tip was damaged and bent probably due to multiple attempt at inserting into the procedural sheath. Per functional analysis, testing could not be performed on the received device due the damaged distal tip. A product history record (phr) review of lot f1922602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device due to the condition in which the device was received. The device showed damage to the catheter¿s distal tip which may have been caused by multiple attempts at inserting the device into the procedural sheath. Without the return of the procedural sheath, a complete physical investigation could not be performed. The exact cause of the reported event could not be conclusively determined. Damage to the procedural sheath, such as a kink, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk,¿ insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) did not fully advance down and did not deploy properly. Therefore, a new 6f mynx device was used with no issue and hemostasis was achieved. There was no reported patient injury. The deployer was trained with the device. The device was used in a diagnostic peripheral procedure. A retrograde approach was used in the procedure. The device was stored and handled as per the instruction for use (IFU). Initially, the device was prepped and inserted into a 6f 11cm non-cordis sheath. The non-cordis sheath was not kinked nor bent. The vessel diameter was 5mm. The vessel type was femoral arterial. The angle of access was between 30 and 45 degrees. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. During prep the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was no force applied while shuttling down/retracting. A pre-procedure femoral angiogram was completed. The patient was not morbidly obese. The patient hospitalization was not extended. The patient recovered. The device will be returned for evaluation. The device will be returned for evaluation. Additional procedural details were requested but are unknown.